Event description:
My biotronik's pacemaker is causing electrical problems with fluttering. They will not come for a check and I am stuck between the trouble of the heart fluttering. The company refuses to help. What can I do? This problem has been going on since I had it put in. FDA safety report ID# (B)(4).